Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, crease flat, deformation and observed 40 mm dark patch edge material inside gel device. After autoclave cycle were observed: cloudy color in the gel and voids. A microscopic analysis was performed which identified: wear abrasion. Based on the device analysis the final assessment is: no issues found related with the manufacturing process; no were observed openings on the device.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.